Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post-coronary artery drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. The patient had an unspecified taxus stent implanted. The target lesion location and characteristics were not provided. Four days post-procedure the patient developed a rash, hives and itching. The patient was receiving plavix therapy but was switched to effient but the symptoms continued and was switched back to plavix. Additionally the patient has received oral cortisone therapy and the symptoms resolve but as soon as the course of therapy is complete the symptoms return. The physician's opinion is the symptoms are due to the taxus stent but not definite and would like the patient to see a dermatologist for further testing. No further information is available.